Event description:
The customer reported that the tubing was caught and it was pulled; the cannula came out while attempting to rewind. The caller mentioned that she got skin infections and had quitted using them. The customer mentioned having diabetes ketoacidosis the past march. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-02409.